Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level. Customer's blood glucose value was 35 mg/dl and sensor glucose was 40 mg/dl. Customer was in auto mode. No strange amount of boluses the evening prior to the event. The set was still the same and blood glucose was now normal. The device will not be returned for analysis.